Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicates that the lead was explanted and replaced. Upon explant, twiddlers syndrome was confirmed. The patient was stable post-procedure and will continue to be monitored.

Event description:
Additional information received indicated that the patient received inappropriate therapy due to the dislodged lead.

Event description:
It was reported that the patient presented in clinic for a cardiac ablation. When the device was checked after the procedure, loss of capture was noted. It was noted that the lead had dislodged. Programming changes were made, and the patient will continue to be monitored.